Manufacturer narrative:
The authorized service provider (asp) evaluated the device at bench and found that the power cord was out of range in electrical resistance tests. The authorized service provider (asp) therefore replaced the power cord and verified that the issue was resolved. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was restored to factory settings and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the service engineer on the v60 indicating that the power cord was out of range in electrical resistance tests. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench, and while the service engineer evaluated the device, the service engineer found that the power cord was out of range in electrical resistance tests. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).